Event description:
A high blood glucose event was reported by the customer, occurring earlier in the day before contacting support. The specific level was not recorded but was displayed as "high." Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin usage. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Additional follow-up was requested to provide further assistance due to frequent and recurring high blood glucose issues.